Manufacturer narrative:
Complainant name: (B)(6). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm emerge¿ balloon catheter was selected for use and advanced to dilate the lesion. However, the balloon ruptured at an unknown number of inflation and at an unknown pressure. No patient complications were reported.